Event description:
It was reported that the patient experience inadequate stimulation due to difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system in recent months. Despite multiple troubleshooting attempts the charging difficulty issue was not resolved. The patient underwent a revision procedure in which the ipg was replaced.

Event description:
It was reported that the patient experience inadequate stimulation due to difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system in recent months. Despite multiple troubleshooting attempts the charging difficulty issue was not resolved. The patient underwent a revision procedure in which the ipg was replaced. It was additionally reported that the patient experienced a loss of therapy, due to the loss of stimulation, and is doing well post operatively. It was also noted that there were no incidents of injury, medical procedures, testing, or imaging that may have affected the device providing therapy. The device was not returned for analysis.

Manufacturer narrative:
A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The ipg was received for analysis and was successfully fully charged in a single charging cycle. The functional test showed no discrepancies. However, the charge log indicated several instances of false double beeps, as the ipg charges up to 4 volts but then quickly depletes to approximately 3.1 to 3.3 volts. Additionally, the system log recorded several voltage spikes. Upon further inspection, the ipg was opened, and internal electrical testing showed that the internal battery cell had elevated and fluctuating resistance. This confirmed that the battery could not maintain a charge and was defective. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states the possible risks of implanting a pulse generator as part of a system to deliver stimulation include system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as cause traced to component failure.

Event description:
It was reported that the patient experience inadequate stimulation due to difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system in recent months. Despite multiple troubleshooting attempts the charging difficulty issue was not resolved. The patient underwent a revision procedure in which the ipg was replaced. It was additionally reported that the patient experienced a loss of therapy, due to the loss of stimulation, and is doing well post operatively. It was also noted that there were no incidents of injury, medical procedures, testing, or imaging that may have affected the device providing therapy. The device was not returned for analysis.

Event description:
It was reported that the patient experience inadequate stimulation due to difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system in recent months. Despite multiple troubleshooting attempts the charging difficulty issue was not resolved. The patient underwent a revision procedure in which the ipg was replaced. It was additionally reported that the patient experienced a loss of therapy, due to the loss of stimulation, and is doing well post operatively. It was also noted that there were no incidents of injury, medical procedures, testing, or imaging that may have affected the device providing therapy. The device was not returned for analysis.